Event description:
Patient reportedly died during attempt to resuscitate the patient and while in the process of changing out tram module, ECG electrodes, ECG cable and ECG leadwires due to loss of ECG waveform. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Manufacturer narrative:
Pt's weight is reported.